Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the (1) 512mm trocar and (1) 355mm trocar both failed. 07/21/2000 trocar seals tore and lost pneumo. There was not pt consequence.